Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as sars covid, flu a, and flu b negative from the analyzer. The user visually read the test cartridge and questioned the negative results, as the patient appeared ill. No repeat or confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4305328. The customer reported that they are receiving false negatives for all antigens (flu a, flu b and covid). Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as sars covid, flu a, and flu b negative from the analyzer. The user visually read the test cartridge and questioned the negative results, as the patient appeared ill. No repeat or confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).